Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported about a month ago following a couple falls pt has noticed their stimulator does not seem to be working anymore and pt has had a return of symptoms. Pt stated they have tried to increase stimulation to 8.5v on every program but reported they are not feeling any stimulation. Pt stated this started "about october 15th". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29gwm serial# implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. They reported that the device removal occurred (B)(6) 2022 and that the device would be returned.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va29gwm, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they saw the healthcare provider (hcp) on (B)(6) 2022 and the fall affected the device by fracturing the electrode wired 3/3. The steps taken is that there is a surgery scheduled on (B)(6) 2022 to remove the old and implant new electrode to generator. The issue has not been resolved yet. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that they had contacted the doctor who managed their device about the previously reported issue. They had an appointment on (B)(6) 2021 the fall's effect on their implant was reportedly determined. When asked to describe the effect, they reported that two of the three electrodes fractured, leaving only the deepest electrode working. When asked what steps were or would be taken to resolve the issue, they replied a technician reprogrammed the controller to operate "a b, c" program with the one electrode. The issue was not yet resolved. They were to record if this program was effective for two weeks, then if not effective, the electrode would be replaced with surgery.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va29gwm serial# implanted:(B)(6) 2020 explanted: product type lead b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.